Event description:
It was reported that during an unknown procedure, one side of the jaw of the device broke off inside the patient. The piece was retrieved. There was no patient consequence. Procedure was completed by hand-suturing.